Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a patient had undergone an uneventful pci (percutaneous coronary intervention), and the operator decided to use angio-seal device for femoral haemostasis. The correct deployment steps were performed in accordance with the IFU. However, during the stage where the angio-seal device needed to be pulled back from the sheath for the "second click", it became stuck. Despite numerous attempts, the operator tried unsuccessfully to perform the "second click" step, eventually deciding to cut the carrier tube that was partially exposed between the sheath and angio-seal cap, thereby releasing the mechanism, and allowing a manual deployment of the collagen into the patient. The operator was able to achieve haemostasis at the femoral site, and the patient presented no further complications thereafter. The procedure outcome was successful.

Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Additional information was received on 8/14/18. A 6fr procedural sheath was used prior to the angio-seal device. A pre-deployment angiogram was not performed. Hemostasis was achieved by the angio-seal device. Blood loss was less than 250cc. The patient was stable.

Manufacturer narrative:
One 6 fr angioseal vip was returned for evaluation. The hubs of hemostasis sheath and carrier tube assembly were returned along with the arteriotomy locator and plastic pouch. The colored bands on the deployment sleeve were not completely exposed and significant deformation could be seen on the proximal latches of this sleeve on both the sides. The hemostasis sheath appeared to be cut manually proximal to the hub and some blood like substance could be seen in the inner cavity of the sheath. The hub cap of the carrier tube hub was separated to inspect the suture spool within. All turns of the suture were housed within the spool. The suture end was slightly tugged and the suture unwound without any anomalies. There were no obstructions to the path of the unraveling suture. There is no evidence that this event was related to a device defect or malfunction. The device had all turns of suture within the spool which suggested that anchor was unable to be posted and the deployment sleeve was unable to locked in the rear position. Due to the mutilated condition of the returned device and since the anchor was not returned, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.